Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to conductor fracture and broken insulation. Subclavian crush was observed via fluoroscopy and x-ray. Isometrics were performed and it was also noticed noise, oversensing, pacing inhibition and loss of capture (loc). No asystole was reported. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.